Manufacturer narrative:
Device return date was (B)(6) 2015.

Manufacturer narrative:
(B)(4). Stripped ptfe coating from the stylet and body fluid prevent the stylet removal. (B)(4).

Event description:
It was reported that during lead placement, the stylet got stuck in the lead and could not be removed. Lead was replaced. No consequences for the patient were reported.